Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06525 and 2134265-2017-06526. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to perform automatic pullback. However, it was reported that the ilab ultrasound imaging system froze during pullback.